Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 404 mg/dl. The customer treated through insulin pump and manual injections. The customer declined troubleshooting for high blood glucose. Customer also reported having issues with the infusion bending, leaking and not staying after insertion. The insulin pump will not be returned for analysis.